Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal she was unable to find the string on a tampon as it was stuck up inside her. She eventually found the string and used it to successfully remove the tampon. She reported the tampon strings were coiled up inside the tampon applicator.